Manufacturer narrative:
It was reported the needle came apart from the syringe. As no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of defect during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
Material #: 305110 batch#: unknown it was reported by customer that while filling a new cartridge, the needle came apart from the syringe. Verbatim: rcc received a complaint via email. Email(s) attached. ¿ caller reported while filling a new cartridge, the needle came apart from the syringe. ¿ with how many syringes/needles did the caller experience the issue? ¿ one ¿ was the syringe/needle reused? - no ¿ product with issue - bd 26 g, 3/8" needle, pn 305110. ¿ product lot # - unavailable ¿ did issue cause any injury? - no ¿ how did the caller resolve the issue? ¿ changed syringe and needle and successfully filled a cartridge with insulin. Resolution ¿ no further tandem follow up is required. This report represents all available product information. No additional information is available. No closure letter is required for complaints where we are not returning samples for analysis.

Manufacturer narrative:
(B)(4) correction. Following the submission of the initial MDR, it has been determined that the previously submitted report was sent in error, and the complaint will be cancelled. The associated MDR will be void.